Event description:
Reporter noted chamber collapse resulting in posterior capsule tear. No intervention reported; pt reportedly recovering well.

Event description:
Follow-up indicated an anterior vitrectomy was performed, and lens placed.